Manufacturer narrative:
(B)(4). As reported by the user facility, it was confirmed that the item and batch number were unknown and the sample was not saved, the sample was discarded. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: customer reports: during typical epidural placement of perifix spingwound catheter the catheter unwound & it was unclear whether a part of the catheter remained in patient. After imaging no catheter was found in patient. What occurred: during a typical epidural placement in a laboring patient the catheter on the initial placement seemingly got stuck. Tuohy needle was promptly removed. Clip applied to tip of catheter and bolused with normal saline. Still stuck so gentle traction applied with patient in various positions, fetal, rotated etc. All of a sudden catheter snapped and although initially appeared together when I touched it the catheter unwound. Given that patient was in labor and in pain I quickly put that catheter aside and easily placed a second catheter at a different level. Not sure what had occurred I took the catheter back to the work room and examined it. It was my conclusion that I couldn't be sure that all the catheter was in my possession. I've done ob anesthesia for several years and I had never seen or heard of a unwound catheter like this before. I went back and told the patient that I couldn't be sure whether or not all the catheter could be accounted for and therefore we would need to get some imaging and neurosurgery consult after she delivered and current working epidural catheter removed. Later that day patient had a x-ray and CT as requested by neurosurgeon. Neither imaging showed any evidence of retained catheter. Our working conclusion was that most likely the catheter was never retained in patient and the unwound catheter must of accounted for the entire catheter since the neurosurgeon and radiologist were confident that a springwound catheter would be evident on CT if present.